Event description:
The pump was returned for investigation. Investigation revealed contamination under the button contacts. This report is made based on results of investigation completed on 11/07/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings:the keypad cover was peeling off from the bottom of the ok button to the up arrow button, and there was a cut in the keypad cover found over the up arrow button. All keypad buttons responded appropriately to button presses. The keypad was removed, and there was evidence of contamination found under all button contacts.